Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the patient had 2 plif tm-500 cages posterior stabilized with k2m mesa screws 1 level implanted on (B)(6) 2013. According to surgeon the patient had an accident and fell, which possibly caused the screw to breakout and destabilized the vertebral segment, probably causing cage migration and/or slip of the upper segment. Patient presented leg pain after the incident. On (B)(6) the patient was revised replacing all screws and remove one of the cages (left side) the other cage could not be removed because of position medial under the dura and because of solid fusion.